Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the product¿s yellow¿ shaft protector inner-clip ¿retained¿ in stapler reload and disengaged into patient, was then retrieved by a laparoscopic instrument. There was no patient injury regarding the event. The device is implanted and remains in service.